Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is showing low blood glucose. The blood glucose reading is 230 mg/dl. Customer noticed sensor needle was bent. Customer woke up with low blood glucose. The drive support cap is flushed. Nothing further reported.